Event description:
It was reported that an ilet user experienced a nonresponsive sleep/wake button, and the screen would only wake when the device was placed on a charging pad, consistent with a device mechanical or electrical interface malfunction of the user interface component. Symptoms included no adverse clinical effects and no impact to blood glucose. Outcomes included the need for device replacement. Investigation included a review of the complaint details and verification of the reported behavior and inspection of the returned device. Investigation of this device revealed a failure of the sleep/wake button function resulting in inability to wake the screen off the charger, consistent with a user interface hardware fault. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure related to the sleep/wake button assembly.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of sleep/wake button unresponsive was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.